Event description:
It was reported by the rep that when the device was used during a laparoscopic gastric bypass procedure, an incomplete staple line occurred. Another device was used to complete the case. There was no consequence to the pt.